Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. The issue is consistent with an issue with either the hardware or pre-analytic sample handling.

Event description:
The initial reporter stated they received discrepant results for six patient samples tested for multiple analytes on the cobas c 503 analytical unit. Results for the following assays were affected: glucose hk gen. 3, cholesterol, uric acid, tina-quant hemoglobin a1cdx gen. 3, and hdl cholesterol. The first patient sample initially resulted in a glucose value of 7 mg/dl. The sample was repeated twice, resulting in values of 124 mg/dl and 123 mg/dl. The second patient sample initially resulted in a cholesterol value of 89 mg/dl and it repeated as 175 mg/dl. The third patient sample initially resulted in a uric acid value of 0.0 mg/dl and it repeated as 3.4 mg/dl. The fourth patient sample initially resulted in an hba1c value of 17.8 % and it repeated as 5.25 %. The fifth patient sample initially resulted in an hba1c value of 16.8 % and it repeated as 5.16 %. The sixth patient sample initially resulted in an hdl value of 96.8 mg/dl on 28-oct-2024 and it repeated as 45.9 mg/dl on (B)(6) 2024.

Manufacturer narrative:
The hba1c reagent lot number was 76563501, with an expiration date of 31-may-2025. The other reagent lot numbers and expiration dates were requested, but not provided. The field service engineer replaced syringe seals and a rinse nozzle. The cuvette volume was adjusted. After these actions, the customer noted they still had issues. The investigation is ongoing.